Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) : 694965 lead, implanted: (B)(6) 2005-; a 5076-58 lead, implanted: (B)(6) 2008; a 5071-35 lead, implanted: (B)(6) 2005; a 6984m adaptor, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had noise with pocket manipulation and left arm movements. The ra lead also had high impedance and a possible fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.